Event description:
It was reported that during procedure, a low-temperature error prompted, and no steam was emitted. The issue persisted even after restarting device. The procedure was not completed due to this event. Additional information noted that the patient was temporarily discharged and is scheduled for a reoperation on a different date. There was no report of patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation.

Event description:
It was reported that during procedure, a low-temperature error prompted, and no steam was emitted. The issue persisted even after restarting device. The procedure was not completed due to this event. Additional information noted that the patient was temporarily discharged and is scheduled for a reoperation on a different date. There was no report of patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The rezum console was installed on 6/6/2025. There were no other service reports available. The console was fully functional until the reported event date of issue, 11/18/2025. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was performed and confirmed that the event of the device displaying an error message was defined in the product risk and documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, the cause that contributed to the reported event cannot be established.